Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A french customer received a high blood glucose reading on the contour next usb, injected 2units of insulin. The specific reading was not provided. One hour later he experienced hypoglycemia; 45 or 50mg/dl. His diabetologist gave him a new meter. Further information could not be obtained from the customer. Product was not expected to be returned. Only the meter information was provided.